Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was a case of an attempted implant due to unknown product performance anomaly. This ICD was replaced with a different model and not implanted. No adverse patient effects were reported.